Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/28/2020. Additional h3 investigation summary: it was reported performance breakage suture. A needle/suture stratafix symmetric pds of product code sxpp1a406, was received for evaluation. During the visual inspection of the sample, the swage and attachment area of needle were noted to be as expected, the barbs present damaged, deformation caused by use. And the fixation tab and part of the suture is not present and the end of the suture was noted with a lineal cut that appears to be by use of a surgical instrument. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received the assignable cause of the performance breakage suture is an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if there were any adverse patient consequences due to this event? How was the surgery completed? Device return status/follow up?

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the barbed suture was used. The suture was broken during suturing. The surgery was not delayed. Additional information has been requested.